Manufacturer narrative:
A customer from outside the united states reported observation of elevated advia centaur ca 19-9 results which were discordant relative to alternate-method testing. Siemens investigation confirmed an average positive bias of (B)(4). With a sample population from the asia pacific region and atellica im and advia centaur 19-9 assay kit lots ending in 535 as compared to previous lots. However, investigation did not confirm the complaint allegations of commercial quality control results outside of range. Urgent medical device correction (umdc) aimc 24-14.a.us and urgent field safety notice (ufsn) aimc 24-14.a.ous will be distributed to customers who have received the affected product to notify them of the bias. The communication will advise customers to discontinue use of the affected product. Note: in section h6, codes for investigation findings and investigation conclusions were updated.

Event description:
The customer reports observation of elevated advia centaur ca 19-9 results which were discordant relative to alternate-method testing. Ca 19-9 lot 535 was in use at the time. The customer indicates that ca 19-9 results for 49 patients were falsely elevated relative to repeat testing using immulite 2000 gi-ma. For the patients in question, the initial advia centaur ca 19-9 results were above the expected value range (>37 u/ml). These initial results were not reported to physicians. When the same samples were re-tested using an alternate method (gi-ma) in the same facility, the results were below that assay¿s reference limit of 33 u/ml. All of the observed differences were >30%. The lower results were considered consistent with clinical indications and reported as correct. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of elevated advia centaur ca 19-9 results which were discordant relative to alternate-method testing. Quality control results for ca 19-9 were within expected ranges. Siemens is investigating.